Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient encountered a draining slowly warning as well as an air detected in cassette warning during pd treatment. When the cycler cassette was removed at treatment complete, there was fluid found in the pump module area and on the exterior part of the cassette. In a follow up, the nurse said there was no harm, adverse event or intervention due to the fluid leak. The nurse said the patient did receive a new cycler. The other cycler is available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensors passed. Valve actuation passed. System air leak failed. Air compressor motor noisy.post-ast 2hours 15mins 8500ml was performed without any failures or problems. No fluid leaks in the test cassette during the test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient encountered a draining slowly warning as well as an air detected in cassette warning during pd treatment. When the cycler cassette was removed at treatment complete, there was fluid found in the pump module area and on the exterior part of the cassette. In a follow up, the nurse said there was no harm, adverse event or intervention due to the fluid leak. The nurse said the patient did receive a new cycler. The other cycler is available to return as a sample.